Event description:
Patient reported experiencing dysphotopsia - halos and visual disturbances in her left eye, which cause her to wear sunglasses indoors (in stores) at night as well as being unable to tell colors apart well. Patient also reported that the halos make it seem like she¿s looking through pin holes at times. While at other times, patient just notices a large floater which seems to be blocking her vision. Furthermore, patient stated that she unsure of the cause of her issues, but is seeing a second doctor for another opinion. No further information has been provided.

Manufacturer narrative:
Date of event: 12/2013. Actual date of first onset of adverse event was not given. If explanted, if date: not applicable (na). Lens remains implanted. Product has been identified as part of recall number z-1123-2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. No discrepancies with labeling or packaging were found. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.